Event description:
A surgical technician reported the unit would not prime and system message was displayed indicating low infusion. After 3 attempts, the unit primed successfully and the case proceeded. When the laser was plugged in, the system would not recognize the probe in either port. A second system was brought in and the case was completed. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and could not recreate the system message (sm) "infusion flow sensor signal amplitude is low. Iop compensation functions will be disabled. Please eject and reinsert the cassette." The company rep replaced the fluidics module for diagnostic purposes. The company rep did recreate the customer reported laser issues and corrected it by replacing the rfid (radio frequency identification) printed circuit board (pcb). The system was then tested and met all product specifications. A root cause was not identified. (B)(4.